Event description:
It was reported that the pump exhibited a syringe recognition error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. (UDI) was unknown. No product information has been provided to date. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case was cracked. A review of the event history log identified invalid syringe size in history. During functional testing the invalid syringe size was found during syringe test and failed syringe size reading. The size pot ribbon partially ripped by the connector. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced size pot, also replaced the guide for preventive. Performed syringe test and all functional tests which passed.